Manufacturer narrative:
Omit:a1601 - device alarm system (1012),g0600101 - alarm, audible. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device alarm had error codes/messages. There was no patient involvement.

Event description:
Received a copy of customer¿s med watch from FDA "syringe pump alarmed halfway through a keppra dose delivery. There was a channel error and calibration error. The syringe pump plunger shaft had a crease mark as if it were flexed or bent. The pump error log indicated multiple errors for syringe plunger position and syringe plunger position sensor contamination. Bd service replaced the bent drive shaft. We are finding that the shaft is prone to damage."

Manufacturer narrative:
Additional information: short description, entry description, FDA notified? Report source and report source other.

Event description:
Received a copy of customer¿s med watch from FDA "syringe pump alarmed halfway through a keppra dose delivery. There was a channel error and calibration error. The syringe pump plunger shaft had a crease mark as if it were flexed or bent. The pump error log indicated multiple errors for syringe plunger position and syringe plunger position sensor contamination. Bd service replaced the bent drive shaft. We are finding that the shaft is prone to damage." There was patient involvement, but no harm.

Manufacturer narrative:
Additional information : MDR review required?, age at time of event, age unit, sex, weight, weight unit, other relevant history.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 19 oct 2017. The review was performed from the date of manufacture to the present date 13 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device alarm had error codes/ messages. There was no patient involvement.